Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed the following from the facility. When the examination lamp was not lit, the endoscopic image looked purplish. When the examination lamp was turned on, the skin color of the patient's face appeared purple in the endoscopic image. The green mouthpiece looked orange in the endoscopic image. The subject device was restarted and the endoscope was replaced to another one, but the reported issue was not resolved. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on may 15, 2020. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. However, based on the additional information, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The subject device was confirmed by olympus service operation repair center, the phenomenon was not duplicated. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the malfunction of a video processor or monitor connected to the subject device, or the insufficient connection between the light source cable and the subject device.